Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that, during a normal device change out, high pacing thresholds and noise were observed on the right ventricular (rv) channel. The noise was specifically noted during isometrics. There was no oversensing. The cause for the event could not be determined. The output on the rv channel of the pacemaker was set to compensate for the high pacing thresholds, and the sensitivity was adjusted to reduce the number of noise episodes. The patient was scheduled for a routine follow-up. Additional information was received that the patient still exhibited high rv thresholds and noise over the weekend, so the decision was made to explant this pacemaker. An entire new system was implanted on the patient's right side. There were no additional adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and one isolated low out of range impedance measurement was found under 200 ohms, all other measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received which noted that loss of rv capture was also observed. No additional adverse patient effects were reported.